Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. Neither meter serial number nor test strip lot information was provided. The owner's guide and previous field returns have been reviewed. There is no evidence the event was caused by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially inaccurate reading. According to the description, 1/2 of the comparisons with the emt's meter agreed. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
Agamatrix received a call stating a kroger meter was reading blood-glucose too high. As a result, additional insulin was administered and the patient became hypoglycemic which required medical intervention. We spoke to the patient's daughter while she was at the kroger store. Meter and supplies are at home. She said that the meter read 260 mg/dl and took six units of insulin (brand unknown). Sometime later, not feeling well, she tested again, 37 mg/dl. She had orange juice, and shortly after got 42 mg/dl. Jackie called 911. Emt crew gave her peanut butter and the meter read 42 mg/dl. The emt crew used their meter (brand unknown) and got 47 mg/dl. They waited 20 minutes and tested again. Kroger got 207, emt crew got 47. She was shaking and unresponsive, "almost in a coma." They took her to the hospital for treatment of hypoglycemia.